Event description:
Reporter alleged the customer obtained discrepant blood glucose values in the 100s mg/dl back to back with a result in the 200s mg/dl when testing was performed on the advantage system. No specific timeframe between tests was provided other than the reference to back to back testing. Reporter stated when the customer looked in the system memory, the result I n the 100s mg/dl was missing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.